Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom error 322 which was reproduced while running a loaded set. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.